Event description:
As reported: "revision not yet occurred - broken gamma nail to be removed."

Manufacturer narrative:
Correction: please refer to d9/h3 the reported event could not be confirmed, since the device was not returned and no additional information was available. A device inspection was not possible since the affected device was not returned and no other evidence was provided for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "revision not yet occurred - broken gamma nail to be removed.".

Event description:
It was reported that a broken gamma nail was revised.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matches the alleged failure. Device inspection revealed the following: the received nail is completely broken in the webs of the proximal lag screw hole. The mis-drilling had extended along the posterior web. The drill marks were generated by a deviated lag screw step drill which had created the starting point of the fracture (notching effect) at the lateral edge due to overlying stresses. The lag screw bearing point on the medial side at the distal end shows deformation which is from the high compressive load. This deformation indicates that the nail was exposed to continuous high loads over a longer period of time. The pattern resembles a fatigue breakage of the nail. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation and available information, the root cause of the failure is most likely user -related. If any additional information is provided, the investigation will be reassessed.